Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device codes and investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon leakage through a pin hole observed at proximal balloon shoulder when inflating the balloon of the commander delivery system. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported ''during procedure, the balloon of the commander delivery system burst at the end of inflation but the valve was able to be fully expanded. No additional action was needed. There was no withdrawal difficulty since the system was removed from the patient through the esheath. Patient was good with no harm due to this event''. And, as per the evaluation of the returned device a pin hole was observed at the inflation balloon. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. In this case, patient had moderate presence of calcium at native valve and leaflets and bulky calcification at annulus. The interaction between the bulky calcifications and the balloon wall during valve deployment could cause a puncture, resulting in a pinhole leakage. Based on the available information, patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, the balloon of the commander delivery system burst at the end of inflation. The valve was able to be fully expanded so no additional action was needed. There was no withdrawal difficulty noted when removing the system from the patient through the e-sheath. The patient was in stable condition with no injury. Per medical opinion, the perceived root cause of this event was probably calcium.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for ''general risk - failure - balloon burst'' was unable to be confirmed due to unability of return device or provided picture. Available information suggests that patient factors (calcification) likely contributed to the event as per follow up patient had moderate presence of calcium at native valve and leaflets and bulky calcification at annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.